Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a seminar about laparoscopic colon resection, the staples were unformed at the firing. The donuts were created properly, and the washer was cut. The device was not used for a human but for an animal at a seminar. Another device was used to complete the case. There were no adverse consequences to the patient.